Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted u13 cmos flash microcontroller, and a shorted d2 diode on the bedside pca. The damage to the diode, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment. Device evaluations of battery sn (B)(4) and battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the batteries failed incoming testing. Upon evaluation, the battery pack's tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective equipment. Device manufacturer date: charger: 09/29/2014. Battery sn (B)(4) 02/06/2018. Battery sn (B)(4): 09/02/2016.

Event description:
A us distributor reported that a patient was experiencing battery faults and had a problem with the charger.